Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon damaged (blood in helium pathway)". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intraaortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was noted tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; dried blood was noted within the returned inflation driveline tubing. A non-teleflex arterial pressure tubing was noted connected to the iabc luer. The iabc bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 44.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak sites consistent with contact from a sharp object was noted at approximately 3.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 14.4cm from the iabc distal tip, which is the location of the clotted central lumen. Dried blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 39.7cm from the iabc luer, which is the location of the clotted central lumen. Dried blood was noted on the guidewire upon re-moval. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood in helium pathway" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint inves-tigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the balloon damaged (blood in helium pathway)". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported.

Manufacturer narrative:
Qn #(B)(4). The reported complaint for "blood in helium pathway" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported, "after the catheter inserted, the balloon damaged (blood in helium pathway)". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The pe.